Event description:
It was reported the device was used during a low anterior procedure. It was reported it was noticed the cdh33 anvil was not locked into place properly after the purse string was in place. The anvil had to be excised out of the pt. A second cdh33 was opened and the anvil from this device was used with the first device. This device was fired and it worked fine. 12/15/1997 it was reported while trying to connect the proximal bowel to the trocar on the cdh33, the surgeon could not attach it properly. It was reported the resident was holding the anvil shaft with a kelly clamp that locked down the anvil splines. The surgeon had to cut out the anvil pin from the proximal bowel and reinsert a new anvil from a different cdh33 and anastomosed the rectal stump using the original device. It was reported o.r. Time was extended.